Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to duplicate customer¿s reported problem of hw fault. Bench testing reveals c909 of hybrid board leaked electrolyte onto the adjacent circuitry. The leaked electrolyte was confined to hybrid board. Hybrid board was replaced.

Event description:
The customer reported that model palmtop ventilator (ptv) enve was displaying hardware fault 21. The customer reported the error came prior to use on a patient, so no patient involvement.